Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on radius assessed as fold flaw opening. Additional observations: ¿ black particles observed inside the fill channel. ¿ yellow particles observed inside the device. ¿ crease fold and wear abrasion no further actions are required as the device was implanted.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.